Event description:
It was reported by the customer that a pyxis medstation es system screen was blank and device was offline in remote support service system. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. Unable to get medications, customer able to provide meds from the pharmacy or different unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was blank. The field service engineer replaced control board that caused medstation to not boot properly. The system functioned as intended after the field service engineer troubleshot the device.